Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin net. Review of the transmission revealed that the pacemaker exhibited incorrect, inadequate or imprecise result or readings. It was noted that the egm was missing. Programming changes were performed. There were no patient consequences.